Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. Reportedly, the patient was under a doctor's care prior to the hospitalization for ear and bladder infections for which she was taking antibiotics. The patient had high blood glucose that she was unable to correct with either the pump or giving insulin by injection. The patient was admitted to the hospital at 1:14 am on the same day, with a blood glucose of 486 mg/dl. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.